Event description:
It was reported that this pacemaker exhibiting ventricular pacing impedance high out of range. Technical services (ts) was consulted and explained noise present on electrogram (egm) due to possible electromagnetic interference (emi). The device remains in service. No adverse patient effects were reported.